Event description:
Caller reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in completing a pump reset, which resolved the issue, allowing them to successfully start their sensor session.